Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that when hooking up the purge, it was noted that where the purge disc snaps in was completely missing from the automated impella controller (aic). The purge disc was unable to be placed at all into the aic. A new console was used for the case. There was no harm to the patient.

Manufacturer narrative:
A.1 patient identifier and a.5 ethnicity and race are unknown. The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the automated impella controller purge disc issues has been completed. Data review: no data review is needed for this complaint because it was only reported that the retainer was broken. Device analysis: the purge disc retainer was found to be broken (retainer completely broken off). H6 medical device problem code corrected from 2994 no pressure to 1260 fracture.